Manufacturer narrative:
This pt presented to the cardiac catherization treatment for elective treatment of 2-vessel disease. Pre-procedure medications included clopidogrel sulphate 75 mg/day. Intra-procedure medications included clopidogrel sulphate 75 mg/day and heparin 8, 000 units. Pci was first performed on a de novo lesion in the mid to proximal left anterior descending artery (lad) of 27.5mm in length in a 2.31mm vessel diameter. The lesion was also classified as type c. Direct stenting was performed with a 2.5x 28mm cypher stent at 20 atmospheres. Post-dilation was not conducted. Intra-vascular ultrasound (ivus) was conducted. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) ii flows were recorded pre and post-procedure. Pci was performed next on a de novo lesion in the mid to proximal right coronary artery (rca) of 11.23mm in length in a 2.73, vessel diameter. The lesion was also classified as type b. Direct stenting was performed with a 3.0x13mm cypher stent at 20atm. Post dilatation was not conducted. Ivus was conducted. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Act was measured (over 250). Three days later, the pt complained of chest pain and developed cardiogenic shock. Abnormal ECG was observed. Under intra-aortic-balloon-pump, coronary angiography was conducted and thrombus was observed in both of the stents. To treat the thrombus, plain old balloon angioplasty (poba) was conducted. During the treatment, the pt passed away. A postmortem was not performed. The physician commented that possible cause of the thrombotic event was because aspirin was not taken because the pt got bad. The cause of the death event was due to heart failure. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. A female with a history of angina, hypertension and diabetes experienced a thrombotic event and expired three days post cypher stent implantations. The reason for the pt's initial admission to hospital was not reported; but an elective angiogram revealed lesions in her proximal to mid lad and proximal to mid rca. This pt's gender, history and extensive cad put her at increased risk for mace. Pre procedural medications included plavis, while intra procedural medications included heparin. The pt did not receive asa. The highest recorded act was reported to be 250. The proximal to mid lad lesion was described as de novo, type c, 2.31mm in diameter, 27.5mm in length and concentric. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 2.50 x 28 mm cypher stent at a maximum inflation pressure of 20atm. According to the IFU, lesions should be pre-dilated to the placement of a cypher stent. In addition, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The treatment of this lesion was completed with a resultant timi flow of 3 and residual stenosis of 0%. The proximal to mid rca lesion was described as de novo, type b2, 2.73mm in diameter, 11.23mm in length and eccentric. The lesion was pre-dilated prior to the place of a 3.00 x 13mm cypher stent at a maximum inflation pressure of 20atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The pt was discharged on medications that included plavix. The pt did not receive asa post-procedure due to her "condition". Three days after the index procedure the pt experienced chest pain, developed an abnormal ECG and went into cardiogenic shock. Her condition was treated with the insertion of an iabp. A repeat angiogram revealed thrombus within both cypher stents. Despite all treatment efforts, the pt expired of heart failure. An autopsy was not performed. The products remain implanted in the pt and are thus, not available for eval. A DHR review of the lot number of the 3.00x 13mm cypher stent revealed that the products met requirements for product acceptance. The DHR review of the 2.50 x 28mm cypher stent has not been completed at this time. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the possible cause of the thrombotic event was that asa was not administered because of the pt's condition. There are pt, vessel, procedural and pharmacological factors that may have contributed to these events. This one of two products associated with this pt that were reported under the following mfg numbers 9616099-2007-01415 and 9616099-2007-01416. Add' info will not be forthcoming.

Event description:
Three days after percutaneous coronary intervention (pci), the pt presented with multiple symptoms and subsequently, expired from heart failure.